Manufacturer narrative:
Siemens filed the initial MDR 2432235-2018-00233 on 04-june-2018. Additional information (18-july-2018): a siemens headquarter support (hsc) specialist reviewed the service performed by the customer service engineer (cse). The cse discovered a leak and resolved the issue by replacing the barb fitting. The instrument was inspected, and no other issue was observed. Quality controls (qc) were run, and the results were within specification. The instrument is performing as specified. No further evaluation of this device is required. Section h6: conclusions code(s) has been updated.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer informs siemens that no other abnormal result was identified and that toxoplasma igg testing was stopped until the instrument is serviced. A siemens customer service engineer (cse) was dispatched to the customer site. The cse inspected the instrument and discovered a fitting with a leak. After performing the replacement of the fitting, quality controls (qc) were run and identified to be within the laboratories requirement. Siemens is investigating this issue.

Event description:
A false positive toxoplasma igg result was obtained on the advia centaur xp instrument. The initial result was not reported to the physician(s). The customer used the same patient sample and instrument to perform repeat testing in duplicate. The repeat results were negative, and it is unknown if the results were reported. There are no known reports of patient intervention or adverse health consequences due to the false positive toxoplasma igg result.